Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was admitted in the hospital due to discitis. The physician noted that it was not device or procedure related. No further course of action was required from bsc.